Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: requiring medical intervention with second graftmaster/required medical intervention. Onset of adverse event: during the procedure. It was reported that the perforation occurred during post dilatation of a promus 3.5 x 23 stent in the proximal left anterior descending (lad) artery. The perforation required treatment with a graftmaster stent. However, the first graftmaster 3.5 x 26 did not cross to treat the perforation. A second graftmaster 3.5 x 16 was used and did successfully cross and treat the perforation. There were no further patient effects. The patient was discharged from the hospital on (B)(6) 2010. No additional information is available.

Manufacturer narrative:
(B)(4). The promus 3.5 x 23 mm (part# 1009542-23b, lot# 9121441) is being filed under separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with any relevant information.